Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported optical signal issue and aic - display issue has been completed. Imc logs confirmed the optical calibration failure upon case start. However, the reported screen glitch issue was unable to be confirmed. During testing, the device was confirmed to be within specifications, and the failure mode was unable to be reproduced. Inspection on the optical fiber connection did not reveal any abnormality. The root cause of the optical sensor calibration issue was highly likely due to an air gap at the front panel optical connect because the user did not connect the pump all the way in. As for the other failure mode, the screen glitch was unable to be reproduced during case start simulation. Long term camera monitoring for display artifacts did not reveal any screen malfunction. The root cause of the glitch screen was undetermined due to inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While priming, the automated impella controller (aic) produced a "failure to calibrate optical sensor" alarm, and there was a glitch with the aic display. The console was replaced with another, and there was no reported patient harm.